Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced burning while recharging regardless of stimulation turned on or off and pain at the ipg site. The patient underwent surgical intervention on (B)(6) 2015 to remove and relocate the ipg to a more comfortable site.

Manufacturer narrative:
Date of explant was inadvertently omitted from the initial report. This report consist of the missing data. Date of explant: (B)(6) 2015.

Event description:
Upon further review, it was identified the explant date was inadvertently omitted from the record. Date of explant: (B)(6) 2015.

Event description:
Follow up information identified the patient is no longer experiencing burning with stimulation on or off and is recharging her ipg successfully. The issue has been resolved.